Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / right essure coil penetrating through right tube'), device breakage ('fracturing'), pelvic pain ('pain/ pelvis pain mostly on right /stabbing pain'), cervix carcinoma ('tumor / teratoma / cancer, type: cervical') and genital haemorrhage ('persistent bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, multiparous, endometrial biopsy, allergic skin reaction, smear cervix abnormal and miscarriage. On (B)(6) 2016, surgical pathology final report findings: enlarge globular uterus, bilateral essure coils seen. Right with perforation of tube. Normal appearing bilateral ovaries. Concurrent conditions included obesity, allergic reaction, menses irregular, pelvic peritoneal adhesions, cervix inflammation, cervicitis, retroverted uterus, multigravida, parity 6, cervical dysplasia, loop electrosurgical excision procedure, vaginal flora imbalance and perineal pain. Family history included cervical cancer (mother- deceased at age 48 due to cervical cancer) and ovarian cancer (mother.). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and alopecia ("hair loss") and was found to have cervix carcinoma (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash papular ("rashes or skin conditions, type: itchy bumps on face and legs."), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia(heavy menstrual bleeding)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, surgery to remove the essure and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, cervix carcinoma, genital haemorrhage, female sexual dysfunction, dyspareunia, migraine, weight increased, rash papular, alopecia and menorrhagia outcome was unknown, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the headache was resolving. The reporter considered abdominal pain, alopecia, cervix carcinoma, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash papular and weight increased to be related to essure. The reporter commented: essure coils is deployed with four coils seen, the essure is placed to the black mark, the essure is deployed without click and it is wheeled once. No pain for first 6 years of essure. (B)(6) 2016 - removal procedure: findings :enlarged globular retroverted uterus with normal appearing bilateral ovaries, bilateral tubes with evidence of essure coils right essure coil penetrating through right tube large and small intestines normal. Right tube was taken down to the level of the uterus. The essure coil was noted to be perforated at this time through the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2016: negative.. Pregnancy test - on (B)(6) 2016: results: negative. Smear cervix - on an unknown date: results: history of abnormal (unspecified). Ultrasound scan - on (B)(6) 2016: thickened endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain, rash. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: abdominal pain, dysmenorrhea, menorrhagia, were added. Outcome was added. Incident- no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("fracturing"), pelvic pain ("pain/ pelvis pain mostly on right /stabbing pain"), cervix carcinoma ("tumor / teratoma / cancer, type: cervical") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy and multiparous. Concurrent conditions included morbid obesity, allergic reaction, menses irregular, pelvic peritoneal adhesions, cervix inflammation, cervicitis and retroverted uterus. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced cervix carcinoma (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash papular ("itchy: bumps on face and legs") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, cervix carcinoma, genital haemorrhage, female sexual dysfunction, dyspareunia, migraine, weight increased, rash papular and alopecia outcome was unknown and the pelvic pain and headache was resolving. The reporter considered alopecia, cervix carcinoma, device breakage, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, rash papular and weight increased to be related to essure. The reporter commented: essure coils is deployed with four coils seen, the essure is placed to the black mark, the essure is deployed without click and it is wheeled once. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2016, surgical pathology final report findings: enlarge globular uterus, bilateral essure coils seen. Right with perforation of tube. Normal appearing bilateral ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 21-may-2018: information from pfs and mr: new reporters added. Patients demographics added. Historical and conco conditions added. Product indication and start date updated. New events added: apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), migraines / headaches, tumor / teratoma / cancer, type: cervical, perforation (fallopian tube(s)), weight gain, itchy: bumps on face and legs, hair loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 1-nov-2017: event fracturing was added and event pain was previously reported. Essure start date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.